Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information from the customer regarding this complaint. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that a patient developed a septal breakdown while using the bc3020 nasal prongs and required a plastic surgery consult. (B)(6), a respiratory therapist supervisor from the hospital reported that a bc303 bonnet and bc182 (100mm) nasal tubing was used on an active (B)(6) infant. The hospital stated that they observed a 2mm gap between the nasal prong and septum. The septum of the patient became red and subsequently eroded. Septal damage was observed eight days after use, from (B)(6) 2010, and that they were using a cannulaide to obtain a better seal. The infant was not intubated and no other tubes were attached. The hospital further reported that they considered the length of time the infant was using the prongs to be a factor in the septum damage.

Event description:
A hospital in (B)(4) reported that a patient developed a septal breakdown while using the (B)(4) nasal prongs and required a plastic surgery consult. The hospital further reported that the patient had been using the nasal prongs for eight days, from (B)(6) 2010 to (B)(6) 2010, and that they were using a cannulaide to obtain a better seal.

Manufacturer narrative:
(B)(4). Method: the complaint device is not available to fisher & paykel healthcare for evaluation, as it has been discarded by the hospital. Our analysis is accordingly based on the event description and further information provided by the complainant. A lot check could not be performed as no lot number was provided. Conclusion: a senior product manager has observed from the information provided, that a bc4030 or bc4530 nasal prong would have been more suitable and a bc181 (70mm) nasal tubing would have been more appropriate. To emphasise the importance of correct prong sizing, fph provides an illustrated patient interface checklist and assessment form. Our user instructions state that "this product is intended to be used for a maximum of 7 days", yet the hospital has reported using the device for at least eight days. The user instructions that accompany the bubble CPAP interface illustrate the correct interface set-up on the patient. The promotional material for this product teaches how to avoid septal damage and explains that excessive and prolonged pressure on the nasal septum will always result in nasal septal damage. Regular checks of the positioning of the prongs reduces the risk of septal trauma and prevents pressure necrosis. It also states "do not use creams, ointments or gels". Our user instructions state "ensure the nasal prongs are positioned at least 2mm from the septum to avoid pressure necrosis". A 2mm gap ensures the bridge of the prong does not press against the septum, as continuous pressure and friction can cause septal tissue break down. It is possible that the 2mm gap required between the nasal prong and septum was not maintained due to the active infant. The fph CPAP patient interface is designed to be applied by adequately trained medical professionals. An fph representative has been in contact with the hospital with regard to continual use of the product and further training will be provided to the hospital staff if they decide to do so. The hospital has further reported that the infant is healing well.